Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the artifacts observed on the real time egm in the pdf file are probably due to telemetry parasites during the transmission. Indeed, they do not correspond to the signal sensed by the device and therefore are not associated to any markers. - to reduce/avoid this kind of issue, the leds on the telemetry head should be checked to verify that all leds are green during the transmission. - based on the available data, no issue is suspected on the subject device. - this complaint is recorded for trending purposes.

Event description:
Artefacts displayed on real time egm. Nothing is sensed by the pm. Are they artefacts linked to telemetry, external interferences during the transmission?